Manufacturer narrative:
(B)(4).

Event description:
It was reported that login was prompted during a sensor session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction h2 type of follow up - correction h6 type of investigation - remove 3331 - correction h10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.